Event description:
It was reported that the patients implant procedure was aborted after an incision was made due to technical issues with neuromonitoring. The implant procedure was rescheduled and went well without issues. The aborted lead was discarded by the medical facility.

Event description:
It was reported that the patients implant procedure was aborted after an incision was made due to technical issues with neuromonitoring. The implant procedure was rescheduled and went well without issues. The aborted lead was discarded by the medical facility.